Manufacturer narrative:
Device was received with critical pump error alarm during testing due to moisture damage on electronic assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a critical pump error alarm with an open book image on the display after being exposed to moisture. The customer stated that the insulin pump was flashing a red signal on the screen with an x and an arrow towards the book with a question mark. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.